Event description:
Reporter indicated a pt had a neck hemorrhage after initial vns implant surgery on (B)(6)2007. The pt had a low platelet count and was on coumadin blood-thinning medication. The pt later died as a result of a pre-existing brain tumor; the death was not due to the hemorrhage. Attempts for further information are in progress.